Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the portex endobronchial tube, air leaked from the cuff, so the customer stopped using it. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex endobronchial tube was returned for analysis in used condition. No discrepancies were detected under visual examination. The cuff was inflated while submerged under water resulting in leakage observed coming out from a small tear in the cuff; confirming the complaint. Relevant documents were reviewed and deemed adequate. An audit of the production floor was conducted noting the following: training records were reviewed, production personnel are following the procedures; with no discrepancies. Review of 32 samples was conducted finding no discrepancies and production performs 100% of visual inflation tests. Quality performs verifications as follows: every 2 to 3 hours the qc inspector will select 5 processed units to inspect for leaks in the cuff, pilot balloon, one-way valve, distal tip and tube entry into small lumen they immerse the samples in chlorine de-ionized water and leave them for 10 seconds with a constant application of air and check for leaks. Additionally they verify production is performing leak test correctly. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.